Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows; reservoir filled with diluent, and connected to a new infusion set, installed reservoir and connector into pump. Performed pump manual prime; visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 429 mg/dl. During troubleshooting with plunger and manual prime, customer was able to resolve no delivery with reservoir change. Reservoir and infusion sets would be replaced.